Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer did not complete the troubleshooting because they did not have a new battery. The customer called back to report a low battery alarm. The replacement battery cap did not resolve the issue. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low battery alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.pump had cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.